Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level of 600 mg/dl. Blood glucose level was around 300 mg/dl the night before the call. The customer was wearing the insulin pump at the time of the emergency room visit. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.